Manufacturer narrative:
(B)(4). Batch # p57d8e. Device evaluation: the analysis found that one long60a device was returned with no apparent damage with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify how the device did not work? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? What was the firing number and cartridge reload code? What caused the stomach wound? Where was the bleeding identified? Was the bleeding observed intraoperatively? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Did the patient experience a leak/fistula? If yes, how and when was it identified? If yes, how was it treated? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. What is the current status of the patient?

Event description:
It was reported that during a sleeve gastrectomy, the device did not work leading to a stomach wound. The stomach has been manually sutured and a new device was used. In per-op, a bleeding is observed. In post-op, increase of the risk of fistula. There were no patient consequences reported.